Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.

Event description:
It was reported that a cartridge alarm 1 occurred. Additionally, it was reported an occlusion alarm occurred. There was no reported adverse impact to the customer. The customer reverted to alternate therapy for diabetes management.